Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with an annular perimeter of 26.8 millimeter (mm), pre-dilation was performed with a 24 mm non-medtronic balloon. The cusp overlap technique was used with a non-medtronic double curved guidewire. The delivery catheter system (dcs) was noted to pass through the anatomy with some tension when passing the ascending aorta. During the first attempt to position the valve, the valve dislodged due to high implantation. The valve was recaptured. During the second attempt to deploy the valve, an infold occurred. The valve was recaptured again and the dcswas withdrawn. A new valve was loaded and implanted in a good position on the first attempt. Of note, the patient had severe aortic stenosis with no calcification in the left ventricular outflow tract (lvot). Also of note, both valves were properly loaded and checked per recommendations. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vproplus-34, serial/lot #: (B)(6), ubd: 12-may-2023, UDI#: (B)(4) product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) handle appeared intact. There was a severe bend to the stability shaft. The device was received with the nosecone over-captured by the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with an infold. The deployment knob appeared to retract and advance the capsule with resistance noted. The tip-retrieval mechanism appeared intact with resistance noted when tested. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub appeared intact with no evidence of damage. An evolut pro+ 34mm valve was successfully loaded onto the dcs. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with resistance noted. Upon flushing the capsule flush port, it was found that water was leaking from the wire lumen flush port. This was attempted with air with the same outcome. The valve was returned loaded inside the delivery system. An infold was noted as the valve was being deployed. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. All leaflets exhibited signs of severe creases. The conditions appeared to be attributed to the valve being in the crimped position, loaded in the capsule of the delivery system, for an unknown duration of time. All leaflets appeared pliable and intact. As received, all leaflets appeared to be in a partially closed position with a large gap between the free margins. All commissures appeared intact. The valve was received in a partially crimped state with the outflow exhibiting an ovalized appearance and inflow exhibiting a kidney-shaped appearance. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly associated with the valve being in the crimped position for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed. Image review: eight static images and one media clip were provided for review. No imaging of the valve check is available for review. Can not confirm or deny an adequate load. Infold is seen at 80% deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.